Event description:
It was reported that during the lobectomy, the staple malformed at first firing (open shape). It was completed by additional sutures. There were no adverse consequences to the patient.